Manufacturer narrative:
As reported, a 6f/7f mynx control vascular closure device (vcd) was associated with a pseudoaneurysm following deployment at a left femoral artery site. Hemostasis was achieved with manual compression for 30 minutes. There was no reported patient injury. The device was used for an antegrade stick following a left lower leg procedure with a lysis catheter. The physician had limited experience with the device and had only completed a single demo and was in training. Staff reported the deployment was performed very quickly, and it was suspected that the balloon may have been pulled through the artery prior to deployment. The patient later presented with a confirmed pseudoaneurysm in the left groin, which was treated with thrombin injection and cessation of anticoagulants. A non-cordis vcd was attempted but failed to close the pseudoaneurysm. The patient was reported to be moving frequently and was difficult to keep still during manual pressure due to body habitus. The procedure was an interventional lysis leg catheter case using an antegrade approach. Angiography confirmed femoral artery suitability, vessel diameter was greater than or equal to 5 mm, no vessel tortuosity was reported, the puncture site was the left femoral artery, and no peripheral vascular disease (pvd) or calcium was present at the site. No damage was noted to the device or packaging prior to use, and the device was stored and prepared per instructions for use (IFU).the device was not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided.a pseudoaneurysm event is a common procedural complication and is listed in the product¿s IFU as such. A pseudoaneurysm is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery into the hematoma cavity. This pouch or sac coming off the artery looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. There are several risk factors associated with bleeding complications, such as advanced age, high or low body mass index (bmi), comorbidities, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/pad (peripheral artery disease) that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. These events can develop due to any type of penetrating injury to the artery, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. Based on the information provided of the event, patient mobility factors (the patient was reported to be moving frequently and was difficult to keep still during manual pressure due to body habitus), vessel factors, and procedural/handling factors (user was in training at the time of use, and deployment was performed very quickly with possibility that the balloon pulled through the artery) likely contributed to the pseudoaneurysm reported. Without the return of the device for analysis or procedural films, the reported customer complaints could not be observed, and no determination of possible product contributing factors could be made. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control IFU, ¿while maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, ¿please contact your doctor immediately if you experience any of the following: persistent pain, tenderness, tingling or swelling at the puncture site or leg. Bleeding, oozing or drainage at the puncture site. Increasing redness, warmth, bruising or swelling at the puncture site. Non-healing wound. Any other unusual symptoms.¿ the patient brochure also instructs, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) was associated with a pseudoaneurysm following deployment at a left femoral artery site. Hemostasis was achieved with manual compression for 30 minutes. There was no reported patient injury. The device was used for an antegrade stick following a left lower leg procedure with a lysis catheter. The physician had limited experience with the device and had only completed a single demo and was in training. Staff reported the deployment was performed very quickly, and it was suspected that the balloon may have been pulled through the artery prior to deployment. The patient later presented with a confirmed pseudoaneurysm in the left groin, which was treated with thrombin injection and cessation of anticoagulants. A non-cordis vascular closure device was attempted but failed to close the pseudoaneurysm. The patient was reported to be moving frequently and was difficult to keep still during manual pressure due to body habitus. The procedure was an interventional lysis leg catheter case using an antegrade approach. Angiography confirmed femoral artery suitability, vessel diameter was greater than or equal to 5 mm, no vessel tortuosity was reported, the puncture site was the left femoral artery, and no peripheral vascular disease or calcium was present at the site. No damage was noted to the device or packaging prior to use, and the device was stored and prepared per instructions for use (IFU). The device will not be returned for evaluation.